Event description:
Additional information was provided that the lens was replaced with the same model iol with a 1d power difference. The patient was hyperopic following the initial procedure. There was no patient harm. The patient's issues have resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient reported blurry vision. The lens was removed in a secondary procedure. Additional information was requested.